Event description:
It was reported that the patient presented in the hospital with fatigue. Intermittent ventricular capture was observed. The capture threshold had increased and the sensing had decreased. The lead was successfully repositioned, but overnight, intermittent capture and high threshold were observed. A second attempt to reposition the lead was unsuccessful, and the lead was explanted and replaced. The patient left the hospital in satisfactory condition after the event. Routine follow-up will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.